Event description:
Additional information: it was reported that the patient's blood culture was negative and driveline site was positive for coagulase negative staphylococcus. It was reported that empiric antibodies were stopped and the patient was treated with a 3 day course of azithromycin. No further information was provided.

Manufacturer narrative:
Event: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Patient weight was requested but was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding and infection could not be conclusively determined. The instructions for use list bleeding and infection as potential adverse events that may be associated with the use of heartmate 3left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized due to backpain. After a few tests were performed, blood culture diagnosed sepsis, hemothorax. CT surgery was consulted, ffp was administered and right sided chest tube was placed with 1 liter bloody drain and changes were made to medication, parenteral antibiotics.